Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40 mg/dl. Customer addressed bg with a sugary beverage and food. Reportedly, customer was sleeping while the sensor was not reading which caused the pump to continue to dispense basal as opposed to suspending basal.